Event description:
Complainant alleged that while analyzing a male patient, the device gave a "shock advised" prompt. When the medics pressed the shock button, the device gave a "replace batteries" prompt and was unable to deliver a shock. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.